Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 300 mg/dl. The customer also reported via phone call indicating that the absence of no delivery alarm on the insulin pump. Customer was advised to call us back after sparking with her doctor and she agreed.